Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient contacted depuy stating metallosis, high cocr level, clicking, and a fluid sack. She also stated she now has thyroid issues. Revision surgery is scheduled for (B)(6). Medical records were received with primary operative note and sticker sheet. Update 7/9/2012 - litigation papers received. There is no new additional information that would affect the investigation. Update - (B)(6) 2012 - the patient was revised on (B)(6) 2012 to address pain, elevated cocr levels, metallosis, osteolysis, and tissue destruction. Update 3/7/2016: litigation received. The stem is being added for the alleged high metal ion levels. This complaint was updated on: 3/28/2016. Update rec¿d 04/29/2016 - litigation papers received. There is no new information that would change the existing MDR decision. Update 10/6/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, metallosis, and impingement. The cup was noted to be good position, but the surgeon thought the impingement was causing the metallosis. The cup is being added to the complaint. Lab values confirm the elevated metal ion levels. The complaint was updated on:10/27/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Per nr-0134037 a medical record review is not required for this complaint record investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: added: h6 (device codes). Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. Medical records were reviewed. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.